Event description:
On (B)(6) 2023 a patient underwent an extreme lateral interbody fusion procedure from l3 to l5. During the procedure the arm would not tighten on the retractor resulting in a inability to do the l3-l4 level of the procedure via the planned approach. The surgeon opted to change the approach and completed the remaining l3-l4 level via transforaminal lumbar interbody fusion. No substantial surgical delays or adverse consequences to the patient were reported.

Manufacturer narrative:
No product was received and the alleged complaint could not be confirmed. No material lot was provided so a manufacturing review could not be completed. The root cause of the event cannot be confirmed but information provided suggests it may be the result of age/wear, excessive forces or stripped knob or internal components and likely the result of field damage. No additional investigation can be completed. Label review: "... Residual risks and potential side effects - residual risks to the patient associated with use of general surgical instruments are: instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure..."; "...pre-operative warnings - the instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury...". #(B)(4) device not returned.

Manufacturer narrative:
The device was received by nuvasive may 15, 2023 but the complaint was not confirmed. The returned arm was evaluated and no problem could be identified or recreated, testing found the arm lock to be fully functional. No root cause could be determined although technique and user perception are the likely cause or contributors, no additional investigation can be completed. Manufacturing review: review of the device history record notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "...pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...information: to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com..." New or corrected information found in sections: b4, d2, d4, d9, g1, g3, g4, g6, h2, h3, h4, h6, and h10.